Event description:
It was reported that patient was revised due to foot drop and leg length discrepancy so stem and head were removed and re-implanted.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event involves a limb length discrepancy. The same size ceramic head was reimplanted and therefore did not contribute to the event. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient was revised due to foot drop and leg length discrepancy so stem and head were removed and re-implanted.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown biolox 32 std head. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.